Event description:
Pt needed PICC line removed. Rn attempted to remove secure cath by trying to flip up top piece of secure cath. Attempted multiple times to flip up top of secure cath with no success. The pt was in obvious pain with every movement of the secure cath.